Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. The device was received outside original packaging. The original packaging was not returned with the device. A visual inspection found the sleeve, screw, anchor, and suture loading mechanism were not returned with the device. No broken components were observed on the portion of the device returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports a breakage of the multifix s-ultra knotless anchor and it is unknown if the anchor was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided and without the return of the device for evaluation, the root cause of the reported issue cannot be determined. The multifix s-ultra knotless anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors that could have contributed to the reported event include excessive probing during insertion. No containment or corrective actions are recommended at this time. Correction in d4: UDI no.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the multifix was broken into 3 parts. The procedure was completed with a s+n back up device. No delay or other complications were reported.